Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this capped right ventricular (rv) lead remained implanted during a reported infection. This lead was removed during the system revision. No additional adverse patient effects were reported.